Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed unexpected restart alarms. Found signal too low alarm in history. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with unexpected restart error alarm after battery change due to broken solder joint on interface board. The insulin pump passed self-test and no unexpected error alarm noted. The insulin pump had motor error alarm during occlusion test due to faulty force sensor. The motor passed motor test. No cosmetic damage noted.